Event description:
It was reported that device interaction with another device occurred. The patient was being treated for venous compression and underwent left common iliac venous stent placement with balloon angioplasty. The 50% or greater stenosed target lesion was located in the non-tortuous and non-calcified left common iliac artery. After a 20x80x75cm venous wallstent was advanced and fully deployed, a 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during second inflation at 5 atmospheres for 10 seconds, the balloon ruptured due to contact with the stent struts. Difficulty removal of the balloon through the sheath was encountered and when the catheter was pulled, the balloon remains on the catheter. Furthermore, the physician accessed superior to the balloon and used a non-bsc to snare in order to retrieve and remove the excess balloon that was lodged in the popliteal vein. It was noted that the stent was fully apposed to the vessel wall and the procedure was completed successfully. The patient condition was good post-procedure and was fully recovered.